Manufacturer narrative:
Block b3: the date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event that the clip did not deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the device did not deploy properly because the pull wire got kinked and stuck inside the scope. The procedure was completed with an alternative device. There were no patient complications have been reported as a result of this event.